Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag not in original packaging, in decontaminated conditions; no damage was observed. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be manufacturing. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the leakage from a pump`s extension lead just before the filter. No clinical consequences. No adverse patient effects were reported by the customer.